Event description:
It was reported that the artificial urinary sphincter (aus) pump was repositioned because it had migrated upward into the scrotum. The pump was high riding and was beginning to come through the scrotum.